Manufacturer narrative:
The device was manufactured between november 07, 2018 - november 09, 2018. The device was received for evaluation. A visual inspection was performed, and the bag was cut at the fill port where the customer likely drained the contents and there were marks pointing to the spike port weld area of the alleged leak. Functional testing was performed which revealed a leak from the spike port weld in front of the bag. A magnified visual inspection was performed, and tear/hole was observed at the spike port weld in front of the bag where the leak occurred. The reported problem was verified. The cause of the tear/hole was not determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a 2000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked from "the middle port but down further on the seam where the port goes into the bag". There was no patient involvement. No additional information is available.